Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06036. It was reported the patient is without stimulation from her scs system. An sjm representative met with the patient, and system diagnostics revealed high lead impedance readings. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.